Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Troubleshooting was done for motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Drive support cap was normal. Customer reported that they performed displacement test and it was fail. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected device test anomalies noted. No motor error alarm noted. Motor passed motor test. (B)(4).